Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. The unit was received with a partially broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir filled with water was used for testing and it had fit a bit loose due to physical damage to the reservoir tube lip. The device was also received with cracked casing at the display window corners and battery tube threads along with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 392 mg/dl when she was admitted to the hospital. She experienced abdominal pain, nausea, dizziness, rapid heart rate, shortness of breath, and blurred vision due to the hyperglycemia. The customer was treated in the ICU via insulin IV and fluids. Additionally, the customer mentioned that she has had high blood glucose and that changing her infusion sets did not help. A small piece of plastic at the top of the reservoir was broken and the reservoir would not screw on properly. The patient also had a bent cannula with a previous infusion set. The customer's blood glucose reached a high of 565 mg/dl and she treated via manual insulin injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.